Event description:
It is reported that a small fragment of the reamer tip broke off inside the patient.

Manufacturer narrative:
Evaluation summary: based on similar complaints, a possible cause of the complaint is that the reamer contacted the nail during drilling, causing the tip to fracture, however, cause cannot be definitively determined. The product was not returned for inspection. Review of the device history records was not possible as the lot number required for retrieval was unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.